Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka d2a: common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: osaka international cancer center, osaka prefectural hospital organization investigation summary: bd received two used samples and seven photos of the returns were provided for investigation. The photos showed cracks in both luer adapters. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (cracked component). Bd has initiated further root cause investigation relating to the issue of cracked luers through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 2 devices had cracked luers and leaked. There was no health impact or consequences reported.